Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was oversensing noise. No changes or interventions was reported. The patient was in stable condition.